Event description:
Clinic notes were received for review reporting that a vns patient had high lead impedance on (B)(6) 2012. Good faith atempts for further details have been made and thus far no further information has been attained.

Event description:
An analysis was performed on the returned lead portions. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 274mm portion quadfilar coil 2 appeared to be broken in three locations near the end of the torn connector bifurcation. Visual analysis was performed on quadfilar coil 2 break (found at 145mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Visual analysis was performed on quadfilar coil 2 breaks (found at 158mm and 161mm) and identified the areas as having evidence of a stress induced fracture with mechanical damage and no pitting. Determination could not conclusively be made on the fracture mechanism. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Fluid was noted in outer tubing in some locations. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
The explanted product was returned for analysis. Their explanted generator performed according to functional specifications of the current automated final test. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. The lead product analysis is pending completion.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The patient went to surgery and had a full revision performed. A lead break was not visualized in the surgery.the lead pin looked to be fully inserted into the header of the generator. The lead was cut in order to be removed. The generator battery was reported to be working. Good faith attempts were made and no further information was attained.

Event description:
Further information was received from the patient that she had too much scar tissue around the nerve. The operative report from the surgery was obtained. It stated that during surgery, the previous site of the electrode attachment to the nerve was identified. It reported that the site was covered in scar tissue and no attempt to remove it was made. This corroborated with the patient's recollection of the revision surgery. No other relevant information for the lead fracture was given.

Manufacturer narrative:
Adverse event or product problem: follow-up report #4 did not select adverse event for the report of increase seizures associated with high impedance outcomes attributed to adverse event (check all that apply): follow-up report did not select required intervention to prevent permanent impairment/damage describe event or problem: follow-up report #4 did not indicate that increased seizures due to lead damage were reported on operation notes event problem cds (refer to coding manual): follow-up report #4 did not include patient code for seizures.

Event description:
The op-notes that were previously received reported the patient had experienced an increase in seizures associated with the broken lead.